Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no 3d images. The issue was found during cleaning and disinfection for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal stripes on the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: horizontal stripes on the image was detected when 3d mode is on was due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had no 3d images. The issue was found during cleaning and disinfection for an unspecified procedure. There were no reports of patient involvement.